Event description:
Pump declared an altitude alarm 21, which caused the customer's blood glucose level to display as "high," exceeding 500 mg/dl (27.7 mmol/l). The customer reset the pump, used multiple daily injections, changed the cartridge and infusion set, and resumed insulin, ultimately resolving the issue without third-party assistance. Customer support provided tips to prevent future altitude alarms, and the pump resumed normal operation after the intervention.